Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-25287 and 25288. It was reported the pt experienced pocket heating while charging in the past. Subsequently, the pt received a replacement charger. F/u revealed, the pt reported the replacement charger and the scs system is not working and she is in a lot of pain. An sjm rep will contact the pt for further eval. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.